Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented to the clinic after receiving a notifer alert for episodes of non-sustained lead noise. The patient was asymptomatic but reported feeling funny. Device interrogation found no capture. X-ray revealed lead dislodgement. When repositioning was unsuccessful, the lead was explanted and replaced. Patient was not pacemaker dependent and her condition was good after the event.

Manufacturer narrative:
Analysis was normal. No anomaly was found.